Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the pacemaker exhibited oversensing of r wave. No programming changes were made. The patient status is unknown.